Event description:
It was reported that an infection was noticed at tooth site #31 during follow up. Continuous pain was noted. The patient will return for a future implant. Symptoms: abscess, pain and inflammation.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). A summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.